Event description:
It was reported that the anesthesia system had a leakage issue. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that there was a leakage. The anesthesia system was investigated at the hospital by our field service engineer. A service report was received stating that the o-rings in the water trap receptacle and the manual breathing bag were replaced. The system was cleared for clinical use after successful testing. There is no additional information apart from the information stated above. No device logs have been available to confirm the reported issues. No parts have been available to be investigated further. The true root cause has not been determined.

Event description:
Manufacturer's reference number: (B)(4).